Event description:
It was reported that the patient when asked on an insulet survey if they had experienced a severe low blood sugar (hypoglycemia) event that caused them to faint, pass out or have a seizure, they said yes. The patient's blood glucose levels reached an unknown level. No information was provided on which of these issues had occurred. Also, no information was provided about how they treated the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone14.7. Cgm sensor type: g6.